Event description:
Bayer case number: (B)(4). Surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a 33-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) it appears to have perforated the myometrium in this location [uterine perforation] , pid [pid pelvic inflammatory disease] , she did have imaging consistent with a possible malpositioned essure coil within the myometrium [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("it appears to have perforated the myometrium in this location") and pelvic inflammatory disease ("pid") in a 33-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2. Concurrent conditions were listed as abdominal pain and gravida ii. The only concomitant product mentioned was iud nos (intrauterine contraceptive device). In (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced uterine perforation (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important) and device dislocation ("she did have imaging consistent with a possible malpositioned essure coil within the myometrium"). The patient was treated with flagyl (metronidazole benzoate), antibiotic (chloramphenicol) and doxycycline (doxycycline hyclate) as well as surgery (robotic-assisted total laparoscopic hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, pelvic inflammatory disease and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): unremarkable except for malpositioned essure coil. [Ultrasound abdomen] (date unknown): unremarkable except for mispositioned essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-nov-2025: event medical device removal is replaced with event uterine perforation, new events device dislocation & pid added. Concomitant conditions, drugs added. Treatment drugs were added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In april 2014, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.